Manufacturer narrative:
Review of the device history records did not find any deviations or anomalies. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A product history search revealed no additional complaints against the related part and lot combinations. A field action was conducted on february 19, 2015 in which zimmer voluntarily removed the persona trabecular metal tibial implant from the field due to a higher than anticipated complaint rate for radiolucent lines and loosening. The device in question was implanted prior to this field action. FDA recall z-1266-2015 contains the related tibial lot number. The CAPA investigation determined that the likely root causes for the higher than anticipated complaint rate are that the persona tm tibia allows the potential for the tibial implant to sit proud on the resected tibial surface and the persona tm tibia has less initial stability than predicate devices.

Manufacturer narrative:
Update received that the patient's knee was revised due to pain and possible loosening of the tm tibial component. Complaint history search revealed no additional complaints against the related part and lot combinations. To date, surgical notes have not been provided. Identified root cause remains unchanged.

Event description:
It is now known that the patient's knee was revised due to pain and possible loosening of tibial component.

Manufacturer narrative:
Operative notes from the primary surgery state the patient underwent right total knee arthroplasty due to severe degenerative joint disease. Acceptable extension and flexion, well-balanced gaps, and excellent tracking of the patella were noted with trial components. The final components were placed using a cementless technique. Range of motion and stability were found to be excellent throughout. No intraoperative complications were noted. Operative notes from the revision surgery state that the patient was revised due to mechanical loosening of the tibial component. After removal of the tibial component, the backside of the component was noted to have 50% fibrous and 50% bony ingrowth. Identified root cause remains unchanged.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is experiencing pain, resistance to movement, instability, and loosening.